Event description:
Reporter indicated that he was interrogating a patient and the screen on his handheld computer froze on the interrogation successful screen. Troubleshooting was performed by manufacturer representative and event was resolved by reseating the flashcard. Product will not be returning as event was resolved.